Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation service required. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre and observed the device fail in motor calibration, pca with burned component, ilter and water tant by service, blower, blower box, blower outlet, iso port kit, header plated contaminated, inlet missing, ui beezel, bottom and top enclosure with damage. The customer complaint was reproduced. There were 2 errors has been identified. The device was scrapped.